Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported complication after injection with 1 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm® volux¿ in the cheek and chin. Patient experienced ¿nodule or granuloma, suspected biofilm.¿ biopsy confirming "granuloma" was not provided. Patient is on antibiotics and gets hyalase® in sessions. The event is ongoing.